Event description:
Diabetic supply from medicare was changed from one touch ultra sensor strip to unistrip generic. I experienced the 10 - 15 percent lower sugar level compared to the branded strip (one touch ultra). In addition, I checked unistrip with their solution. The readings were between 49-56 with three strips with error. The total variation caused by unistrip is 25 - 30 percent to the branded one touch ultra. This unistrip is junk. FDA should not approve such poor quality/unsafe product for consumer use, particularly diabetic patients.